Event description:
It was reported prior to use of bd vacutainer® no additive (z) plus tubes, 2 tubes contained foreign matter(fm), dark brown soot was observed inside the bottom of the tubes. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The analysis of the customer photo shows foreign material at the bottom of the tube. Additionally, 30 retained samples were visually inspected, and none of these samples showed any signs of foreign material. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® no additive (z) plus tubes, 2 tubes contained foreign matter(fm), dark brown soot was observed inside the bottom of the tubes. There was no health impact or consequences reported.